Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined the root cause for the reported incident to be two electrically leaky filters, designators fl4 and fl10, due to solder flux residue on the power pcb.

Event description:
Customer reported that the device would not operate on battery source. There was no report of pt use associated with event.